Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; up, down and ok buttons. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/13/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned to animas and investigated by product analysis on 11/18/2016 with the following findings: on investigation, all the keypad buttons had normal response. The alleged keypad button issue was not duplicated. The keypad cover was intact and without damage. The keypad cover was removed for investigation and revealed no contamination or defect/damage of the contacts of the keypad buttons. Unrelated to the original complaint, the battery compartment was noted to be cracked.